Manufacturer narrative:
The device was returned to zoll medical germany. During the investigation it was noted that the reported issue of high leakage current was verified during testing. The evaluation determined that the analog board was defective and was the cause of the reported issue. As a result, the analog board was replaced to resolve the issue. No emerging trend based on similar reports

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.